Manufacturer narrative:
H3: in analysis opened 1 sample, part number 8229307, from lot number 0226478982. There was no packaging carton, packaging tray, pouch, electrodes, nor inserts returned with the device. Visually, there was no damage noted (with unaided eye) in the construction of the device. The wire harness had no paper intact, and the heath shrink tubing (clear) was wrinkled and sticky when returned. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff could not be inflated, it was leaking an air. Even after closer cuff observation, the puncture/damage could not be detected. For further analysis, the water test was performed (where cuff was submerged under the water) and bubbling in the cuff was observed. The leakage in the cuff was detected near the proximal end of the cuff. A review of the global complaint data showed one other and one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Previously submitted additional code img g04134 no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before an operation, the cuff of one standard endotracheal tube 6mm had fallen off, and the cuff of one standard endotracheal tube 7mm was leaking.  The issue was noticed as soon as the device was removed from package. The production quality or quality inspection of this product was requested for better control. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.